Manufacturer narrative:
Sample has been requested, but not received at time of this report. The results of the investigation are not available at the time of this report. A follow up report will be sent when available.

Event description:
The event is reported as: during a endo-gastric bypass, the jaws of the device snapped off. This is the third of three reports as incident was reported as happening three times. No pt injury reported. No further information available.